Event description:
A copy of user facility medwatch report (B)(4) was reviewed on (B)(4) 2009, which reported the following info: pt identifier (B)(6); age at time of the event (B)(6), male. Date of event: (B)(6) 2009; date of report: (B)(4) 2009, description of event: "from operating room record: it became obvious that there was some malfunction of the tracheostomy tube and that there was a leakage around the tube itself, though not through the tissues but inside the tube." "Because of this, we had to remove this tracheostomy tube and replace it again with another 8 shiley tracheostomy." "Per operating room staff: the trach had a noticeable defect around the cannula resulting in an air leak."

Manufacturer narrative:
Several attempts have been made to obtain further details from the reporting institution and to request return of the tracheostomy tube for failure investigation if available. No analysis or conclusions can be drawn without the device. The lot number was provided and the MFR will review the lot history records to confirm the product identity.